Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced difficulty attaching a disposable connector during a supply change for the insulin delivery system, with the first connector not attaching properly and the second connector attaching successfully, after which insulin delivery was resumed. No reported symptoms or adverse clinical effects. Outcomes included no impact to the user¿s health and no interruption in therapy beyond the brief troubleshooting period. Investigation included remote troubleshooting and user education conducted by support personnel. Investigation of this case revealed that the issue was resolved by replacing the connector and confirming proper attachment without further alerts or alarms. It was concluded that the device functioned as intended after connector replacement and that no further action was required.